Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a vitrectomy procedure, the foot pedal suddenly malfunctioned and became unresponsive to all inputs. They borrowed a foot pedal from the dealer's demonstration machine and temporarily replaced the malfunctioning unit to complete the procedure. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Event description:
We have been informed that during a vitrectomy procedure, the foot pedal suddenly malfunctioned and became unresponsive to all inputs. They borrowed a foot pedal from the dealer's demonstration machine and temporarily replaced the malfunctioning unit to complete the procedure. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is currently awaiting investigation by the supplier. No corrective or preventive actions can be implemented until the investigation has been completed. The device will be investigated by the supplier.

Event description:
We have been informed that during a vitrectomy procedure, the foot pedal suddenly malfunctioned and became unresponsive to all inputs. They borrowed a foot pedal from the dealer's demonstration machine and temporarily replaced the malfunctioning unit to complete the procedure. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review, and a combi main pedal was provided for investigation. Review of the logfiles and picture confirmed the occurrence of the reported fop65536 error message, indicating that no foot pedal was detected. In addition, several instances of the fop5001 error message were recorded, indicating a hardware issue with the main pedal. Functional inspection confirmed the presence of the reported errors and highlighted that the combi main pedal is unresponsive. Based on investigation results, it was determined that the reported complaint is attributable to a defective foil potentiometer.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis fp-yaw. Since 2022 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.